Event description:
The patient was recently seen in our ICD clinic at which time the patient's right ventricular (rv) sprint fidelis lead was found to be fractured and the patient was scheduled for elective implanation of a new ICD lead. The patient was seen and examined by an electrophysiology staff physician and deemed appropriate for a generator change given the limited longevity of the current ICD generator. There was no injury to the patient.